Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the emergency room with a heart rate in the 20 beats per minute (bpm) range and shortness of breath. A lead safety switch (lss) had been triggered due to pace impedance measurements of greater than 2500 ohms. Noise, oversensing, pacing inhibition and loss of capture (loc) were noted in unipolar configuration. The patient was pacemaker dependent at that time. The lead was surgically abandoned. No additional adverse patient effects were reported.